Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of "subcoutaneous hard nodules" and "induration and swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with unspecified juvéderm® voluma¿ in the midface, nasolabial, and chin. Approximately 5 months later, patient presented with subcutaneous hard nodules" - "partially visible as protrusion" - "induration and swelling in the injected area". Hcp noted "indurations are not inflammatory or painful, but sometimes larger and sometimes smaller." Patient treated with "hylase dessau 300 ie, ss.4 ml intralesionally" 1.5 months after onset. 2 months after onset, hcp observed "2 small nodules left". Symptoms are ongoing.